Manufacturer narrative:
One sample and three photos of a 10ml luer-lok syringe were received by bd. A quality engineer was able to examine the sample and photos from batch 3312339 regarding item 309605. The sample was received loose and decontaminated with the plunger rod removed from the barrel. All photos from various angles show one loose syringe with an unknown white with black markings particulate inside the fluid path also containing an unknown clear fluid. Ftir analysis states the most likely match to be polyester urethane, methylene bis(phenylisocyanate), which is a common compound found in many items in the manufacturing plant, including clothing. The condition observed is non-conforming per product specification. Potential root cause for the foreign matter fluid path defect is associated with the assembly process. These conditions are occurring at/below their expected frequency. Therefore, no corrective action is required at this time. A device history record review was completed for provided lot number 3312339 showing no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
Material #:309605 batch#:3312339 it was reported by customer that a typical particulate observed during visual inspection. Verbatim: rcc received a complaint via email. Email(s) attached. Po #: su00011230, su00011266. Defect material description: syringe tray, 10ml bd 20pk (ref. 309605). Lot number: 3312339. Item code: 309605. Defective quantity: 15. Defect description: atypical particulate observed during visual inspection. Observed date: january 16, 2024. Observed during which process stage: inspection labeling and packaging ir number if launched: ir-10624. Sample availability for supplier to investigate: yes. Is defective evidence (i.e. Pictures; test results etc) available? Yes. Is there a trend observed? No. Is patient impacted? No. If defect has been reported to third party? No. Additional information: 1. Please provide the date of event. 16th january was the first day we noticed the defect. This was during visual inspection. 2. Did the event directly, or indirectly involve a patient or user? No, this was caught during in-house visual inspection. 3. Please confirm the number of occurrences. This was only observed with 309605, approximately 10 syringes. If the defect report from quva customer? No.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd luer-lok contained foreign matter. The following information was provided by the initial reporter: "atypical particulate observed during visual inspection." Verbatim: rcc received a complaint via email. Email(s) attached. Po #: (B)(6). Defect material description: syringe tray, 10ml bd 20pk (ref. (B)(4)) lot number: 3312339. Item code: 309605. Defective quantity: 15. Defect description: atypical particulate observed during visual inspection. Observed date: january 16, 2024. Observed during which process stage: inspection labeling and packaging ir number if launched: (B)(4). Sample availability for supplier to investigate: yes. Is defective evidence (i.e. Pictures; test results etc) available? Yes. Is there a trend observed? No. Is patient impacted? No. If defect has been reported to third party? No. If the defect report from quva customer? No.